Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It customer reported via phone call the insulin pump alarmed low battery. The customer's blood glucose level was unknown at the time of the incident. Troubleshooting did not resolve the issue. Customer was advised the insulin pump will need to be replaced. The insulin pump not returned for analysis.

Manufacturer narrative:
The insulin pump passed functional testing including self-test, unexpected restart error test, displacement test, rewind, basic occlusion test, occlusion test, prime test, off no power test and excessive no delivery test. All operating currents are within specification. No unexpected low battery or off no power alarms noted. The insulin pump was received without battery cap unable to confirm damage. The insulin pump had cracked reservoir tube lip, minor scratched display window, cracked case at display window corner and missing the end cap sticker.